Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found no helium related issues in the fault logs. The fse did find a "gas loss in ib circuit" alarm that occurred in the user alarms. The fse also found errors in the history advising him to reload the software. The fse reloaded the software and replaced the expired safety disk. The safety disk was replaced due to expiration only and not related to the reported malfunction. The fse performed a system calibration and functional testing. The iabp passed all calibration, functional, and safety tests performed. The abp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was on a patient it would not initiate pumping until a helium calibration was performed. No adverse event has been reported.